Manufacturer narrative:
On 5/9/2019: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. Surgical intervention was performed and same device was implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: surgical intervention was performed for device migration and capsular contracture; baker grade ii on the right side (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 215cc mentor memorygel, breast implant and was presented with capsular contracture; baker grade IV on her left side, and capsular contracture; baker grade ii with implant malposition on the right side. As a result, patient underwent explantation and replacement on (B)(6) 2019 with catalog number 350-7215mc and serial number (B)(4) on the left side. Surgical intervention was performed on the right side and same implant (catalog number 350-7215mc; serial number (B)(4)) was inserted. This report is for the patient¿s right-sided device.